Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had high blood glucose levels of 26 mmol/l. The customer reported that he had problems with insulin pump as he was constantly running high. The customer reported that he switched to animas pump as a backup. The customer stated that the last blood glucose level was 8.1 mmol/l and went through the programming and everything was fine. Troubleshooting was performed. The insulin pump did not pass the high pressure test both times. The displacement test was ran, the insulin pump alarmed no reservoir. The customer was advised to return the insulin pump. Infusion set is not expected to return for analysis.